Event description:
It was reported that during the procedure the subject coil stuck in the microcatheter and when the delivery wire was pulled it got prematurely detached within the microcatheter. The subject coil was removed along with the microcatheter. Both devices were replaced and the procedure was completed successfully with no clinical consequences to the patient

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was normal, no torque was given where advancing the delivery wire, and the coil was advanced slowly and gently without applying excessive force. While there are a number of potential causes for the reported issue of 'main coil prematurely detached/separated during use', 'main coil difficulty inserting' and 'coil in catheter friction, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the reported issue.

Event description:
It was reported that during the procedure the subject coil stuck in the microcatheter and when the delivery wire was pulled it got prematurely detached within the microcatheter. The subject coil was removed along with the microcatheter. Both devices were replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.